Event description:
The following has been reported: fk clinical implementation service emailed: "this event was reported on 9/16/2025 @ 1345. A pump administering a heparin drip on ICU 5g, stopped mid-infusion and the screen displayed "service needed". Very limited information. Incident occurred on (B)(6) 2025, time unknown. Pump was discovered in patient room with a sticker that read "needs service". No patient harm occurred. A preliminary review identified the following issue: infusion stopped active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 4 failure. During initial evaluation the device was able to perform its self checks without error and complete several mock infusions. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pump was also reverted to manufacturing mode and passed all pneumatic hardware testing. No other signs of fault or defect could be identified.